Event description:
It was reported in clinic notes received from the physician's office that the patient experienced a sudden increase in seizures in 2006. The patient had another increase on (B)(6) 2010. The physician indicated that she was not able to interrogate the patient's device on (B)(6) 2010. The patient had the generator replaced and the explanted generator has been returned to the manufacturer. Device evaluation is currently in process. Good faith attempts to obtain additional information from the patient's treating physician have been unsuccessful to date.